Event description:
Customer was hospitalized due to high blood glucose levels. Prior to hospitalization, customer experienced a minor heart attack. Troubleshooting was performed and pump passed all required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.